Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using a pinnacle posterior pelvic floor repair kit, as the first mesh leg assembly was being thrown through tissue, a bit of the suture (with the needle at the end) detached. The suture and needle were reportedly captured inside the capio cage. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit with no complications to the patient, who is reportedly "fine" post-procedure.